Event description:
The complainant alleged that during biomed testing, the device displayed a "error 70" message and would not discharge during a self-test. The complainant indicated that there was no pt involvement in the reported malfunction.